Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. No stylet was returned, therefore the condition was unknown.

Event description:
It was reported that during implant of the right atrial (ra) lead, the lead exhibited noise and the stylet would not advance. The physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.